Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call the insulin was squirting out during the fill tubing process. The customer¿s blood glucose was unknown. Customer reported that they did not receive second series of beeps nor did numbers appear on the screen. The customer was advised to insulin pump will need to be replaced and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with loose drive support cap. Insulin pump passed the displacement test. Unable to perform basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to loose/protruded drive support disk.